Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Over the past eight weeks, the customer reported repeatedly encountering malfunctioning needles. A patient underwent an ultrasound guided kidney biopsy procedures using maxcore device. During the procedure, the devices only the cutting stylet advanced, while the outer cannula did not. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure using a maxcore device. A over the past eight weeks, the customer reported repeatedly encountering malfunctioning needles. During the procedures, the devices only the cutting stylet advanced, while the outer cannula did not. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device appeared to have residue throughout and was received without protective tubing and no yellow guard attached to the needle. The device was returned in initial positions. Due to the condition of the returned devices, functional testing was not performed. Therefore, the investigation is kept as inconclusive for the reported failure to fire of one device as the functional testing was not performed, due to the condition of the returned device. The investigation is inconclusive for the reported failure of another device as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device catalog number, medical device lot number, unique identifier (UDI) #, medical device expiration date), g3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.